Event description:
On (B)(6) 2010, arthrocare was notified that on (B)(6) 2010, a patient underwent a rotator cuff surgery using three opus speedscrew 5.5 implants. For the first device used, the driver stripped out of the anchor and the surgeon could not use the device. For the second device used, the suture bar below the anchor broke while tensioning and the surgeon could not use the device. The surgeon implanted the third device, but the center peg pulled out of the anchor when the surgeon removed the driver. At this point, the surgeon elected to move to a mini-open procedure to complete the repair. The surgeon used a competitor product to complete the repair.

Manufacturer narrative:
The patient information was requested but was not available. A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The device is not returning to arthrocare for evaluation and a root cause for the reported product problem could not be identified. One of 3; see mdrs 2032380-2010-00018 and 2032380-2010-00019. (B)(4).